Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the clip appliers jaws had pierced thru the black cap and pierced thru the plastic packaging. The clip applier was no longer sterile. The clip applier was kept in a bin on the shelf in materials so it is unknown how they arrived in this condition.

Manufacturer narrative:
(B)(4). Batch # n92l4c. Lot # n4m050. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. The analysis results found that the er320 device was returned inside its package. Upon visual inspection, it was observed that the jaws went thru the black cap protector and blister and the tyvek from the packaging were damaged; the blister was noted to have holes in the area of the jaws, were noted to be from inside out. The tyvek was noted to have a hole; was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of the photo, it was observed that the jaws went thru the black cap protector and the tyvek from the packaging was damaged; the tyvek was noted to have holes in the area of the jaws, were noted to be from inside out and another hole from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.